Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an image orientation issue. The surgeon explained that the endoscope they were using had problems before and they wanted to return it. Due to not having a spare endoscope, they decided to use it for surgery that day. Technical support engineer (tse) reviewed the logs and found error 22020. Tse asked him to reseat endoscope and sterile adapter. After this, surgeon said it seems to work fine, but after a few minutes error came back. Tse had customer remove endoscope and rotate by hand try to hear noise or feel variable friction. Surgeon confirmed, there was a resistance and an unusual noise. Surgeon decided to proceed with case and didn't want to perform additional troubleshooting. Tse recommended caller to return the affected endoscope for further failure analysis. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was found with the attached endoscope adapter (aea) damaged or friction issue. The endoscope also had strain relief on ic housing.